Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported backflow of fluid from secondary solution container into the primary tubing set. The secondary tubing set was being use for piggyback delivery of an unspecified solution and was connected to an unspecified primary tubing set that was delivering normal saline. It was reported that the primary solution container was lowered below the secondary solution container. After an unspecified length of time in use, the nurse noted the secondary solution was flowing into the primary tubing set. The secondary tubing set was replaced and the therapy was resume. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.